Event description:
The dr claims that the graft, which was implanted for an aorto-bifemoral bypass graft, leaked approx. 200cc of blood through its walls when the clamp was released. The dr controlled the leak by closing and opening the clamp until the bleeding slowed enough to leave the graft in the pt. The pt's condition is ok.

Manufacturer narrative:
Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar complaints against this batch. Gross description: received in formalin is a segment of crimped dacron vascular graft with no blood or tissue attached. The specimen measures 5.2 cm in length by 2.0 cm in outer diameter. Rep. Sections are embedded under md-917 and md-918. Microscopic description: segments of an intact dacron vascular graft with an intact collagen coating are identified. The collagen coating is present on the luminal surface, periadventitial surface, and within the interstices of the dacron fabric. No evidence of implantation is identified. Summary: an intact dacron vascular graft with an intact collagen coating is identified. No evidence of implantation is identified.